Event description:
A us distributor reported that a patient was experiencing check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) was isolated to the electrode belt trunk cable black pulse wire was broken. The root cause for the physical abuse was unable to be positively identified. There was no adverse event that resulted from the damaged belt.